Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. In addition, the following reportable malfunction was identified during the device evaluation: no image due to a defective plug unit. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective plug unit.

Event description:
No other updated information from the customer.

Event description:
It was reported the subject device had blurred picture. The event occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.